Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs confirmed the reported complaint. The pneumatic block was replaced to address the issue. The device was serviced and fully tested before it was returned to the customer. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported complaint was due to water damage. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf200) related to blower temperature and had took on water. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The device was returned to resmed for an engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. If further information becomes available, a supplementary report will be submitted. Resmed reference#: (B)(4). Device received; investigation pending.

Event description:
It was reported to resmed that an astral device displayed an error message (sf200) related to blower temperature and had took on water. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The device was returned to resmed for an engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. If further information becomes available, a supplementary report will be submitted. Resmed reference#: (B)(4). Device received; investigation pending.

Event description:
It was reported to resmed that an astral device displayed an error message (sf200) related to blower temperature and had took on water. There was no patient harm or serious injury reported as a result of this incident.